Event description:
Laparoscopic suction/irrigator would not operate as physician tried to use the first time. Operating room manager said this instrument comes ready to use, batteries included. Unk if it was a defect with the contact of the batteries or what. Manufacturer rep was notified.